Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level ranged from 210-271 (mg/dl) and was addressed manual injections. It was confirmed that the customer had manual injections available as alternate insulin therapy.